Event description:
Right hemi procedure. Initial firing of slc55b dlu fired fine. Dlu was reloaded with slcr55b, fired three staples and stopped. Incomplete firing notice was given and knife blade did not cut. Surgeon went back to resect additional tissue in order to get the segment with the staples out. An additional 4 inches of colon were removed as well as an added 45 minutes to the procedure. Competitive device was used to complete the case.